Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous pressure high alarms occurred at the start of a routine hemodialysis treatment, which the operator was unable to resolve. Treatment was ended without performing rinseback due to possible clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Rinseback was not performed due to possible clotting. Facility staff attributed the venous pressure alarms to problems with the pt's access. The pt required three catheter replacements in a short amount of time. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.